Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® rapid serum tube (rst) blood collection tube thrombin has been found experiencing seven occurrences of hemolysis after use. The following has been provided by the initial reporter: it was reported tubes were hemolyzing. Received phone call, customer stated he had 7 tubes that were hemolyzed on (B)(6) 2019. No patient identifiers, no erroneous results, no serious injury, no medical intervention.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to hemolysis as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® rapid serum tube (rst) blood collection tube thrombin has been found experiencing seven occurrences of hemolysis after use. The following has been provided by the initial reporter: -it was reported tubes were hemolyzing. Received phone call, - customer stated he had 7 tubes that were hemolyzed on (B)(6). No patient identifiers, no erroneous results, no serious injury, no medical intervention.